Manufacturer narrative:
The insulin pump was received with stuck motor error alarm loop during bolus delivery and motor position encoder error alarm was confirmed in the history file. Device passed the rewind, basic occlusion, prime and displacement tests. The motor was tested outside to the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Device was received with cracked reservoir tube lip, minor scratched lcd window, cracked belt clip slot and scratched reservoir tube window.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during bolus and then again during rewind. The customer also received a motor position encoder error alarm. The drive support cap is recessed. The device was not exposed to a magnetic field. Blood glucose value was 61 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.